Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a high blood glucose. Customer's high blood glucose value was 600 mg/dl at the time of incident. Customer had a symptom like headache. Customer was not feeling ok to do troubleshooting. Customer treated with manual injection for high blood glucose. Customer stated that she was removing the infusion set and it was bent she changed the infusion for 3 times and the blood glucose was still high. No harm requiring medical intervention was reported. The device will not be returned for analysis.